Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that she dropped the pump on the kitchen island yesterday. Customer stated that pump screen doesn't stay on and is constantly changing without pushing any buttons. The customer was advised to perform self-test but patient was unable to go to main menu. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly noted during visual inspection. No numbers scrolling during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.